Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that z-syndrome (one haptic vaulted forward) was noticed approximately 2 weeks post implant of lens and capsular tension ring. Capsular fibrosis or striae was also observed at 2 weeks post-op. The lens was exchanged from the patient's left eye approximately 3 weeks post implant with another model lens due to z-syndrome causing sudden decreased, distorted vision. The patient's current status is stable.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l. Visual inspection found lens cut in four pieces. The cause of the damage could not be determined. Functional testing could not be performed due to damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.